Manufacturer narrative:
There are no known lab cultures to confirm presence or type of infection present. The infection was not reported to have developed until approximately (B)(6) 2026, likely indicating that the infection was related to the incision site remaining open rather than related to the surgery or nalu device. The patient's pre-existing or underlying health conditions are unknown; thus, it is unknown if there are conditions that may have contributed to poor healing of the surgical site. There are potential concerns reported around the patient's wound care with keeping the site clean and dry to promote healing.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2025 to treat back pain. The incision site failed to properly heal within the expected timeframe, causing a delay in activating the system. When approved, the system was activated for a short time before the incision site again displayed signs of poor healing. After a lengthy struggle with an open incision site, the patient also developed infection at the site and the physician advised removal. On (B)(6) 2026 a full system explant was performed due to ongoing healing issues as well as presence of infection.